Event description:
The customer called in regarding a low battery alarm and mentioned that she had been hospitalized for low blood glucose. It was stated that her dr is working on making the appropriate basal adjustments.